Event description:
Healthcare professional reported, right side "pain. And implant removal from textured to smooth, due to the concerns of the product". Healthcare professional, later reported, rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe, since it is not related to the device. Pain: unable to observe, since it is not related to the device. Rupture: not observed. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side "pain and implant removal from textured to smooth due to the concerns of the product". Healthcare professional later reported rupture. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.